Event description:
It was reported the patient needed to be adjusted as they were only feeling stimulation in their crotch. It was noted the issue had either been occurring for a year and a half or since implant. Follow up information reported that the patient still had concerns with their device therapy. Additional information received later reported there was a zapping sensation no matter what group or program the patient was on, a, b, or c in his privates. The patient had stimulation adjusted when he had his second shoulder surgery. The patient needed stimulation readjusted. The patient was locked into b instead of a, b, and c, and it was zapping him in his privates and he had lost his patience. The healthcare provider (hcp) told the patient to see if a manufacturer representative could meet the patient. The hcp wrote prescriptions for the patient¿s oral medications and they didn¿t do adjustments on stimulation, but were familiar with stimulation. The patient had an upcoming appointment (B)(6) 2015 with the hcp office. When stimulation was turned on, the stimulator was shocking the patient¿s privates. The healthcare provider (hcp) thought some of the programs were working for the patient. The hcp did not know when the issue began. Information regarding cause of the event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were stimulation/therapy issues and stimulation in the wrong location. The patient was getting groin stimulation. The patient had lost a lot of weight noting they went from 280 down to 135. It was unknown if action was required. Diagnostic testing was done which included impedance testing and reprogramming. The manufacturer representative (rep) reprogrammed the patient previously about two weeks prior and they were getting stimulation in the groin. The patient left feeling like they had decent coverage at the end of the session. The rep received a call from the patient the day prior and the patient¿s clinician was asking if they could schedule a time to reprogram them again. The patient was getting going stimulation again. They were meeting on february 3 to try reprogramming again. The patient stated they lost significant amount of weight at some point. There were patient symptoms associated with the event which included less than 50% therapy relief at other location and going stimulation. There was nothing more to add at the time of the report from the rep. The rep saw the patient on (B)(6) and reprogrammed the paint and was again able to get coverage. The patient felt like it was not good or if it changed they would look at x-ray to see if the leads had migrated. As of last contact, the patient was happy and receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient further reported that due to the weight loss he could see the wires and unit under his skin, as he had no fat left on him. The night prior to the report, he rolled over the bed, and it was like someone ¿tasered¿ him. When he leaned against something, he felt the same feeling. The patient stated the representative told him the wires are not in the right place due to the weight loss. The zapping/uncomfortable stimulation continued in his shoulders, feet, and knees as well as his privates. The patient also stated that he needed to charge the stimulator twice a month. The patient was working to get a replacement and was referred to the mayo clinic by the device physician. The physician did not know the cause, nor if it was device related. The outcome was unknown. Additional information requesting the outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v010409, implanted: (B)(6) 2006, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).